Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent. It was reported that a stent balloon burst occurred during balloon inflation. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the device returned with the blood visible in the balloon. The balloon folds were open. The device was placed in the waterbath to disperse the blood in the balloon in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip. The outer shaft was removed. Upon visual inspection, a tear was observed on the inner immediately distal to the proximal inner shaft marker band. The inner shaft material was protruding outwards at the leak site in a proximal direction. The inner shaft material was jagged and uneven at the tear site. No deformation evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was in the diagonal (d1) artery. The device was inspected before use with no obviously defects. The device was negative prep with no issues. The stent balloon was attached to the indeflator, then prepared by sucking back air and going negative. The balloon performed as expected. The lesion was pre-dilated with a 2.0 mm and 2.5 mm nc balloons to a good angiographic standard. Two non-medtronic guidewires were inserted into the diagonal and lad. The stent was advanced. It was noted that as the stent was being deployed at 8atm when it looked like the stent was floating in the mid vessel and was not fully opposed proximal, distal or mid. Contrast blushing was applied. The stent balloon was then removed and the stent was post dilated into position with a 2.5 mm nc balloon. It was also reported that, on inspection of the stent balloon, it was found to be ruptured. When the device was flushed and inflated with saline outside the body, the saline leaked through the top of the balloon. Patient gender and age provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.